Event description:
Additional information was received from a health care professional via a company representative on 2020-jun-25. It was reported that the dye study was performed on (B)(6) 2020. The doctor was unable to aspirate and the patient reported that they hadn't had pain relief for about 2 months. The pump was "moving a lot in the pocket." The patient had lost 20 pounds recently. The managing physician was aware and was scheduling the patient for a catheter revision. No further complications were reported.

Manufacturer narrative:
Continuation of d11: product ID 8780 serial# (B)(6) implanted: (B)(6) 2020. Product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient who was receiving morphine with concentration ¿5¿ at a dose rate of ¿2.2399¿ via an implantable pump for non-malignant pain. It was reported that the patient has had increased pain for the last two months. The date (B)(6) 2020 is considered an approximate date of event (month and year known only). Regarding diagnostic tests/troubleshooting performed, a dye study was noted. The date and results of the dye study were not reported. Environmental/external/patient factors that may have led or contributed to the issue was noted as having been not applicable. Surgical intervention had not occurred and was not scheduled but was planned. The issue was not resolved as of (B)(6) 2020. The patient was without injury regarding their status as of (B)(6) 2020. Other medications (oral,etc.) The patient was taking at the time of the event was unable to be obtained. The patient¿s weight and medical history were noted as having been requested but would not be made available. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2020, product type: catheter, information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 2022-01-16, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.